Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing over from the server to the stations. The customer stated that orders were not crossing over to the station from the server and indicated that patient data was not transferring to medsurg, with the suspicion that it was not crossing over to other stations as well. The customer mentioned that the issue was hospital wide. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there were no issues related to order or patient crossover. A technical support specialist (tss) dialed into the server and ran the server downtime query and received messages query, confirming all processing times were current and messages were crossing over successfully. Patient encounter system (pes) sync information was reviewed and verified that device last upload and last download times were current. The customer later confirmed that patients had crossed over and identified the issue as a registration date and time configuration. The system functioned as intended after the technical support specialist investigated the device.